Event description:
Dexcom g7 sensor failure made in (B)(6). I switched back to the g6 but I am now being told they are discontinuing the g6 in (B)(6) 2026. They should not be allowed to discontinue the g6.